Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was emitting smoke. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The therapy pca, processor pca, and power pca were all replaced and after the device undergoes performance testing it will be returned to the customer.

Event description:
It was reported to philips that the device was emitting smoke. There was no reported patient involvement.